Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed that the replacement pump segment was disconnected from the set support plate, which allowed the reported leakage. There was no mark of solvent on the tubing of the pump segment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing disconnection was determined to be related to incorrect assembly during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex m150 set during priming, described as "the pipe fell off can caused a leak". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.